Manufacturer narrative:
On (B)(6) 2015, consumer states that she has chronic decay and crowns. Consumer stated that the first chipped tooth occurred on (B)(6) and the second on (B)(6). Consumer states that they did not notice the back of the toothbrush hitting her teeth. Agreed to return toothbrush for quality evaluation and provide dental information.

Event description:
On (B)(6) 2015, customer claims the toothbrush has chipped 2 of her teeth.